Manufacturer narrative:
As per health care professional resolution suggestion the "sports lock" (a string located in the ear concha part, very close to the blister/sore) will be removed and the end-user will be under monitoring for recurrence of the issue. The device is being replaced with a new one without sports lock. No further investigation requested by the customer (health care professional). The three day delay of this report submission is due to a re-assesment of the case reportability done after consulting an external dermatologist working as consultant for gn hearing.

Event description:
Customer (health care professional) reported: end user has a sore/blister on right ear. The location of the symptom is in a place where neither hi, receiver or sports lock touches the skin. The end user does not use any cleaning agent and there should be no correlation with using hand cream prior to insertion of the hi or use of other kind of moisturizer to smoothen the insertion. The end user has been treated by a dermatologist. Topical medication for the blister has been prescribed.